Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, tube drive bent, flange gripper wiper seal cracked, right iui damaged ribs, spring latch cracked. Calibrated. Spring latch. A review of the device history record showed the device had a manufacture date of 06/13/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the front case there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Rear case damage / 1604765, iui damages / ca-2018-0161, claws not closing / fi-2017-0015, a review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device was broken/damaged. No patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 06/13/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device was broken/damaged. No patient involvement.